Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting with technical support, the pump was reset, and the customer loaded a new cartridge to resolve the issue.